Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated they had a hypoglycemic event which resulted in hospitalization. When checking the cgm the values have been 40 to 80 points mg/dl off from the bg. No information was provided of any symptoms at the time of these events, or any treatment provided at the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.